Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned during scheduled generator change out procedure due to gradually rising shock impedance values that were greater than 200 ohms, which was high out of range. A new rv lead was successfully placed. No additional adverse patient effects were reported.